Manufacturer narrative:
The evoke scs percutaneous lead was discarded. It was noted that the reported event was identified prior to obtaining magnetic resonance imaging (MRI). The evoke scs system MRI guidelines includes the following warning, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning." An image of device logs were provided which confirm disconnections on electrodes e15, e16, e17, e18, e19 and a high impedance on electrode e20. This impacted lead was also reported to have migrated; this was not able to be confirmed with available details. Lead migration may have contributed to the reported high impedance and disconnections. It was noted that medtronic anchors were used to implant this lead. The cause of the lead migration was not able to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The patient has two (2) evoke percutaneous leads implanted which are not able to be distinguished. The 2nd lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 , catalog#: 3008, serial/lot #: (B)(6), manufacture date: 7aug2023 , expiration date: 6aug2025.

Event description:
When performing the evoke spinal cord stimulation (scs) device check before obtaining magnetic resonance imaging, multiple electrode disconnections and a migration were noted on one (1) lead. A lead revision procedure was completed to restore adequate therapy to the patient.